Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). One device was returned for evaluation. Visual inspection revealed a crack on the top case. Event history logs were reviewed and confirmed ?base not responding'. Functional testing was performed but the reported issue could not be replicated at power up; no device issue was found as the ?base not responding' alarm is an advisory alarm caused by the user powering the pump off within 5 seconds after powering the pump on. Repair was not required. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported "base not responding error". Patient involvement is unknown.